Event description:
Additional information received noted that the manufacturer's representative best recollection was that this patient's cognitive ability to remember how to operate her patient programmer was challenging. The manufacturer's representative checked impedance which was fine and re-educated the patient on how to operate her programmer. The patient felt stim. The representative did not know how the patient was doing post their meeting.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v840220, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the caller (physician assistant) requested a manufacturer's representative due to patient's device was not working anymore and was getting some pain from it. The caller noted they hadn't worked with our devices for awhile. The patient was implanted 5 or 6 years ago. The caller told patient to reach out to patient services about a year ago and the caller was unsure if the patient did that. Additional information received noted that there was not a 50% or greater symptom reduction. The event cause was not determined. It was unknown if it was device related. It was unknown if reprogramming was needed. The manufacturer's representative spoke with the patient. The date was noted as (B)(6) 2015. Regarding any troubleshooting or interventions taken, it was noted: no. The date was noted as (B)(6) 2015. The patient experienced a gradual loss of therapeutic effect. It was unknown if the patient experienced a loss of stimulation. Regarding how the patient was doing now, it was noted as unknown. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.